Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e, retainer ring = black. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was then utilized to search for any insulin flow blocks, no delivery, or occlusion alerts that have occurred in the past. The adapt tool in combination with the unit's pump history file reveal that the following alerts have occurred: no delivery--several on 6/21/21 and one on 6/30/21 coming after an attempted bolus; bolus not delivered--06/14/21 08:49:40, 06/28/2021 21:33:55. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side.